Event description:
It was reported that the patient's left ventricular (lv) lead exhibited failure to capture. An x-ray revealed that the lv lead had dislodged. The lv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.